Event description:
During the evaluation of this sample for a separate condition reported by the customer, it was reported by the baxter manufacturing service technician that a missing film wrap was observed during service/testing. This was not reported by the customer and is considered a breach in the sterile fluid pathway. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of "missing film wrap" was confirmed. The cause leading to missing film wrap is operation error during the film wrap assembly process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device evaluation has begun by baxter; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.